Event description:
The customer contacted baxter's (B)(4) regarding a check lines and bags alarm, which occurred on the homechoice during the fill cycle due to a loose connection. The baxter technical service representative had the home patient (hp) push in and twist all spikes on the connected bags. The hp stated solution began moving into the heater bag. (B)(4) contacted the hp who stated had no further problems with therapy after the alarm was resolved. The sample was discarded and the lot number was unknown. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. The root cause was determined to be an improper set-up. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.